Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis ((B)(4)), 203cm ruler ((B)(4)) as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard bag and within a dispenser track. The unknown micro catheter used in the event was not returned. Visual inspection/damage location details: the model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be broken but retained by release wire at ~ 6.2cm and entangled with itself at ~174.5cm from proximal end. The implant coil was found to be detached and not returned. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿catheter resistance¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a concerto coil was unable to pass through the microcatheter. It was reported that the coil did not pass through the microcatheter that was used in the procedure. A new medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a microcatheter. The catheter was not a medtronic product.